Event description:
One lumen of broviac broke off during normal saline flush after drawing blood sample. Port had clotted multiple times and was tissue plasminogen activated multiple times. Patient had to return to surgery for another line placement.